Manufacturer narrative:
(B)(4). The device was discarded by the customer; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set ¿would not flow.¿ this occurred during priming with normal saline. The set was being used with an unknown primary set and a one-link device. The reporter stated that when the "nurse attempted to prime the set, the solution would flow through the primary set and one-link but would not flow through the extension set.¿ there was no patient involvement. No additional information is available.